Event description:
A volume discrepancy was reported. Actual residual volume was greater than the expected residual volume at the last 2 refills. It was indicated that the pump now contained saline but previously had fentanyl, clonidine and bupivacaine. Per the reporter over the last 9 months the patient had been better than he has ever been. The patient is also seeking a closer hcp as the previous hcp "dismissed" the patient due to distance; patient had been flying back to ut for pump refills. Additional information has been requested; a follow-up report will be sent if information becomes available to us

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).